Event description:
Same case as: 6000093-2006-01995. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesions being treated in oct/nov 2005 were located in the left anterior descending (lad) artery and the circumflex (cx) artery. Two taxus express2 drug eluting stents were placed. A stent thrombosis, in both the stents, was diagnosed 10-11 months following the initial procedure. The physician believes the pt may be a crystal meth user and came off of plavix. The procedure was completed by implanting a taxus stent. No pt complications were reported. Pt status reported as "ok". Additional info is unavailable.

Manufacturer narrative:
The cause of the difficulties experienced during the procedure could not be determined. The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. A similar complaints review could not be performed as the batch number is unknown. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.